Manufacturer narrative:
Evaluation, method: no lot number and no product number was provided, based on this, no device history review can be performed at this time. Results: no results can be defined. Conclusions: no root cause can be established due to lack of information about the product code and lot number to perform an investigation. No sample available for evaluation. If a lot number and product number becomes available at a later date, this investigation will be re-opened accordingly.

Event description:
The event is reported as: during the surgical procedure, the physician was placing a xenform graft using a capio suturing device and capio suture. The type of capio suture used in the procedure was unknown. The physician threw the capio suture into the sacrospinous ligament and the suture was pulled through the tissue. When the physician attempted to remove the needle on the suture from the capio needle catch, the needle could not be extracted from the needle catch. Under the force applied in an attempt to remove the needle, the needle detached from the capio suture outside the patient. No part of the suture fell inside the patient. It was unknown if any part of the suture remained attached to the needle.